Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 bisector tip was shortened, shriveled, or came off. The reporter clarified that the coating on one of the bisector electrodes was shortened or shriveled, but no pieces detached. A new kit was used to complete the procedure. The product is returned.

Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).